Manufacturer narrative:
It has been clarified that the field service engineer changed the measuring cells of the analyzer after the failed performance testing. He also performed preventive maintenance on the analyzer and changed the pinch tubes.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnths on an e601 analyzer. A first sample collected from the patient, resulted as 19.39 pg/ml. A second sample was later collected from the patient and this sample resulted as 26.64 pgml. The 26.64 pgml value was reported outside of the laboratory to the emergency department. A third sample was later collected from the patient and this sample resulted as 15.00 pg/ml. Since the third sample recovered lower, the second sample was repeated. The second sample repeat result was 17.97 pg/ml when repeated on a different e601 analyzer on (B)(6) 2016. The second sample was also repeated on the original e601 analyzer, resulting as 15.44 pg/ml on (B)(6) 2016. The patient was not adversely affected. The tnths reagent lot number was 187549. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing on the analyzer and this failed.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. An issue with the analyzer could not be excluded as a possible root cause.